Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown, serial # unknown, product type unknown.

Event description:
The patient also reported that they had a loss of coupling due to the spacer/belt being broken. They have not been able to get more than 2 bars and were not able to charge normally.

Manufacturer narrative:
Date of event was also reported as (B)(6) 2015 (for MRI/surgery). Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger.

Event description:
Information received from the patient reported that they were charging their implantable neurostimulator (ins) too frequently for what they wanted. They stated that since implant, the recharger interval was 1.5 weeks. It was reviewed with the patient that this was no frequent but that it does depend on the settings. The patient had not been recently programmed or had switched to a new group. They also had not recently increased the parameters of the settings. There were no previous overdischarge events reported. The patient did not charge the ins to full. No falls or trauma were reported that could be related to the issue. It was reported that the patient had an MRI prior to knee surgery (which was unrelated to the implanted device). The patient stated that the surgery ¿threw the ins off¿¿ which was why they had to recharge every other week. The patient just thought that something happened during the MRI or surgery. It was noted that the ins was off for the surgery. It was also reported that the patient¿s recharger belt was damaged and had broken. No out of box failure was reported associated with the belt issue. Additional information received on july 19, 2016 from the patient reported that they were supposed to receive 2 replacement recharger belts but only received one. The patient mentioned that the plastic frame on the replacement belt was slightly bent but that it was ¿ok¿. The patient also requested spacers be sent out to them. The indications for use for the implanted device were noted as spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.